Event description:
It was reported with the use of the unspecified bd plastipak syringe there was an issue with stopper out of place.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Bd was not able to confirm the customer¿s indicated failures.

Event description:
It was reported with the use of the unspecified bd plastipak¿ syringe there was an issue with stopper out of place.